Manufacturer narrative:
(B)(4). Concomitant medical products: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 percutaneous lead kit-50cm. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads had multiple contacts with high impedances. It was noted that there was a scar tissue in the lead. The patient underwent a procedure where the leads were replaced and the splitters were explanted per physician's preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively.